Manufacturer narrative:
(B)(4).

Event description:
It was reported during a capacitor maintenance test, the patient delivered an acoustic alert message when the device experienced loss of telemetry due to the wand. The wand was removed and the test was aborted. The charging sound heard during the capacitor test came from the programmer. The capacitor test was re-performed without the wand and good measurements were noted. The patient will be monitored. The patient was asymptomatic prior to the event and doing good after the event.